Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be neglecting the alarm of a battery discharge by the operator and to replace the battery in time by pm. In consequence (correction) the service software was upgraded and the battery was replaced. The complainant was additionally recommended to train the hospital and the person in charge for preventive maintenance on not to ignore \ "battery low\ " alarms and on how to do proper maintenance. There was no patient or user harm reported.

Event description:
This c1 was connected to ac power and used for patients in the dialysis room. When the power cord was unplugged to move the c1 to a patient room, the ventilation operation stopped. What do you think is the cause of the failure to go battery powered?